Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description:. Biomed tech. Called in for help on error code 810-9010 on 8015 unit failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech. Has error code 810-9070 on 8015 unit which has to do with the polo file, he will need to replace the files on the flash card once complete reflash the 8015 unit if fail wil need to replace logic board on unit. (B)(4).